Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level of over 600 mg/dl. The customer had blood glucose level of 400 mg/dl at back due to got steroid shot in knee and customer treated high blood glucose level with manual injection and bolus. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.